Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the investigation of the device at the MFR's product investigation lab, a failure related to the sensor board was observed. The device's sensor board was replaced to address the issue.